Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited increased threshold measurements of 7.4v at 0.8 milliseconds from tip to coil. Until recently, pacing impedance measurements were 200 to 300 ohms. Currently measurements for amplitude and impedances are unable to be measured. A technical services (ts) consultant could not determine the root cause, and recommended to hold the lv impedance start button for awhile to allow the device more time to complete the measurement and to also look for dislodgement of the lv lead. The patient was brought back in to the clinic for a fluoro, with no physical damage to the lead found. Impedance measurements at tip to coil were 262 ohms, with no capture or sensing available. No impedance measurements were available in any other lead configuration. No noise was present on the lead. Subsequent information revealed that an invasive surgical procedure was performed and the lv lead was capped. It was reported that there was no capture at the highest outputs.